Manufacturer narrative:
Concomitant medical products: product ID: neu_ptm_prog, product type: programmer, patient.

Event description:
Additional information was received from a consumer. It was reported that the patient was supposed to be refilled at the clinic on (B)(6) 2017. The patient stated his medication did not come in and stated no one at the clinic could answer him. Their personal therapy manager (ptm) says (B)(6) 2017 but his alarm date is (B)(6) 2017. The patient stated that he had surgery on (B)(6) 2017 and had 48 screws and stated the rep was there and "shut the pump off" and the patient went through withdrawal for 35 hours in the ICU. It was also noted that they turned the pump down 20% because they thought they were going to take it out but didn't. Additional information was received from a manufacturer representative. It was reported that the pump was turned down for the surgery, which was not related to the pump, and it was turned back up per physician's orders. The pump was not stopped when it was interrogated on (B)(6) 2017.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received regarding a patient receiving an unknown drug at an unknown concentration and dosage via intrathecal drug delivery pump for non-malignant pain and failed back syndrome - other. It was reported that there was a damaged personal therapy manager (ptm). The patient stated he was in the hospital on 2017 (B)(6) and "something happened and the pump went off". It was stated that a manufacturer representative came and turned it back on but their ptm is showing him a screen. The patient described the replace batteries screen. He tried a set of batteries but the ptm keeps showing him to replace the batteries. The patient denies it being wet or dropped. There was no further information and no complications were anticipated/reported. Additional information was received from a company representative. The representative was not aware of patients pump ever being "off" or "stopped", and was not present if or when the office staff turned pump "on". Per the logs, there were no alarm notifications. The ptm activations were accurate, aside from a few patient activated (pa) interval lockout attempts, which was explained to the patient. The representative did not recall the ptm needing a battery replacement. Additional information was received on 2017-may-10. The representative saw the patient for a reprogram on 2017 (B)(6). It was the re presentative¿s understanding that the patient was there for back surgery, unrelated to the pump. There was no mention of a personal therapy manager (ptm) malfunction nor was the pump ¿stopped¿. Additional information was received from a consumer on 2017-dec-19. It was reported that the patient was in so much chronic pain and was scared, which had been going on since the back surgery where the put 48 screws in the patient¿s back. The patient didn¿t know what to do and mentioned that the pump was turned off so a manufacturer's representative was there at the surgery to turn the pump on (note this is conflicting with the report from the manufacturer's representative that the pump was not stopped). The drug information related to the event was ¿hydromorphone, 0.400 mg, 6.115 mg/daily, 6 and 23, 2.366 ml, pa duration 0, refill date at max use (B)(6) 2018.¿ it was noted that the patient took oral medication too, including ¿baclofen muscle relaxers¿ orally. It was also stated that the patient had the same medication for 13 years. It was reported that the patient had been through withdrawals several times before, refer to manufacturer report 3007566237-2014-03044 for the other reported withdrawal event. No further complications were reported or anticipated.